Event description:
It was reported to philips that the device gave error code 1122 blower temperature high. This event was reported to have occurred during patient use. The customer spoke with a philips remote service engineer (rse). The rse advised the customer the device may have a faulty blower or mc pcba. The filter may also be occluded which would impede air flow. The customer agreed the filter may be partially occluded. The fan was operational. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information is later received, a supplemental report will be submitted.